Event description:
It was reported that patient was getting less relief between medication and the device. Patient was having an increased pain around the Implantable Pulse Generator (IPG) pocket site, at times this is shocking type pain. The IPG was no longer working as intended and patient was no longer able to charge it.Additional information was received that the patient underwent an IPG replacement procedure and was doing well postoperatively. The explanted IPG will not be returned per hospital policy.

Event description:
IT WAS REPORTED THAT PATIENT WAS GETTING LESS RELIEF BETWEEN MEDICATION AND THE DEVICE. PATIENT WAS HAVING AN INCREASED PAIN AROUND THE IMPLANTABLE PULSE GENERATOR (IPG) POCKET SITE, AT TIMES THIS IS SHOCKING TYPE PAIN. THE IPG WAS NO LONGER WORKING AS INTENDED AND PATIENT WAS NO LONGER ABLE TO CHARGE IT.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED A YEAR AGO FROM THE DATE THE MANUFACTURER WAS MADE AWARE.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred a year ago from the date the manufacturer was made aware.Investigation results, Media Review, Device Analysis:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.